Event description:
It was reported that during unpacking, the inner pouch of the balance middleweight universal guide wire was found to be partially open. The device was not used and there was no patient involvement. A new balance middleweight universal guide wire was then used. There was no clinically significant delay. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that the white tyvek portion of the balance middleweight universal guide wire was opened by the facility.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The vendor seal in the upper right hand corner of the pouch was opened. There was evidence that this area was previously sealed. The manufacturing seal along the bottom of the pouch was not present. There was no evidence that this area was previously sealed. There was a 3cm corner on the left side of the pouch that had a diagonal abbott manufacturing seal which had not been opened. A review of the electronic lot history record (elhr) for the reported lot revealed no associated nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents of incompletely sealed pouches. Based on preliminary information, the occurrence of a partial seal for the reported pouch appears to be an isolated event. Further investigation and corrective/preventive actions will be performed as appropriate per local operating procedures.